Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument was observed to have a broken tube. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: during the procedure, damage was observed in the wrist part of the instrument, and it could not be removed from the cannula, so it was extracted along with the cannula. Outside the body, the tip of the instrument was broken off to remove the instrument from the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The 8mm tip-up fenestrated grasper instrument was analyzed and found to have a broken proximal clevis at the main tube. The broken pieces were not returned. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Both grip and pitch cables were derailed. Additional observation related to customer complaint: the instrument was found to have a broken main tube. Broken piece was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation related to customer complaint: the instrument was found to have a broken grip cable at the main tube. The instrument was found to have a broken pitch cable at the main tube. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: this is a picture of a broken main tube; it appears to be the distal end. There are no distal end components (ex: proximal clevis, distal clevis, cables, grips) visible in the picture, suggesting that these components have been detached from the instrument. The probable root cause of broken pitch and grip cable is attributed to the broken main tube and distal clevis.